Manufacturer narrative:
(B)(4). Outcomes and complications following volar and dorsal osteotomy for symptomatic distal radius malunions: a comparative study- brian m. Schurko, md, aron lechtig, md, neal c. Chen, md, brandon e. Earp, md, wajdi w. Kanj, md, carl m. Harper, md, tamara d. Rozental, md. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02844, 0001825034 - 2020 - 02845, 0001825034 - 2020 - 02846.

Event description:
It was reported in a journal article from 2020 studying outcomes and complications following volar and dorsal osteotomy, four patients had removal of hardware due to symptomatic irritation of the extensor tendons. Most common reason, prominent dorsal screws. Attempts have been made and additional information on the reported event is unavailable at this time.